Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019 . The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to replace the central processing unit (cpu) printed circuit board (pcb). Options codes were provided to the customer. The central processing unit (cpu) printed circuit board (pcb) was returned for failure investigation. The failure was identified to the lsi component. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator generated an error relevant to backup alarm failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.